Manufacturer narrative:
Retainer ring=black p-cap locked in place properly during testing. Insulin pump received with blank display. Insulin pump was cut open and perform a visual inspection on electronic assembly and motor assembly. Corroded electronic stack and corroded motor assembly noted during visual inspection. Insulin pump was tested using new test boards to properly target faulty board. In conclusion both pcb1 and pcb2 were severely corroded making it impossible to test. Insulin pump also received with corroded battery tube, cracked case(battery tube), missing serial number label, missing display window cover, cracked keypad at select button, moisture damage on keypad traces and scratched case. (B)(4).

Event description:
Information received by medtronic indicated that customer was in pool and the insulin pump had water in it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.